Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins). It was reported that the ins area felt hot or warm to the touch. It was stated that the patient wanted to know if it was normal to feel. The patient noted that it was redundant that she had to put the device over the ins every time she wanted to check it. The patient did not think she should be doing it every time and should be able to see the settings without having to hold it over the ins. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that about mid-week the week prior to the call their right thigh started going numb on the outside and getting shocks. The patient confirmed the issue was related to positional movements: the patient stated they got a lot better if they stayed mostly in a recliner and if they would lay down it was worse. The patient noted they couldn¿t lay on their right side at all but said that was ¿ok¿ because they were a ¿left side sleeper.¿ the patient reported if they crossed their right leg over their left they felt a tugging sensation and that the numbness hurt. The patient noted they were currently on program 1 at 0.6 volts and that they had gone to program 2 and used a colorful phrase to reflect the sensation of how it felt: ¿it just about killed¿ them. The patient had been on program 3 and noted they had no incontinence issues. There were no further complications reported/anticipated.